Manufacturer narrative:
Investigation/conclusion: is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot met expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between inratio2 inr result and laboratory inr result. Results are as follows: date: inratio2 inr: laboratory inr: (B)(6) 2015. 2.1. 1.41. Therapeutic range: not provided. The time between testing was two (2) minutes. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)